Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with hypoglycemia. The patient's blood glucose levels reached below 70 mg/dl while wearing the pod longer than 48 hours. The patient reported that they lost consciousness and woke up with blood on their face. Symptoms reported include hypoglycemia, nausea, loss of consciousness, and bleeding. The patient was treated with stitches for their face. The patient received medication for nausea, but the patient did not recall what the medication was. As a result of this event the patient¿s doctor changed their pod settings from 1:8 to 1:15. The patient was released the same day. The pod was removed at the hospital.